Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly, noise, over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 10.0 cm to 10.2 cm from the connector pin which exposed the outer coil. This likely contributed to the reported anomalies. The abrasion was consistent with constant friction with another implantable device.